Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, replaced multiple parts, and manually cleaned the cuvettes. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review determined the complaint has no contributing factors related to the issue. Tracking and trending data was reviewed and identified no related trends. Device history record review identified no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the issue. Based on the information, no systemic issue or product deficiency was identified for architect c4000 processing module (serial number (B)(6)).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier : sid (B)(6). That is all the patient information provided.

Event description:
The customer reported falsely elevated magnesium results on the architect c4000 processing module for multiple patients. On (B)(6) 2020 and (B)(6) 2020 additional information was provided by the customer (B)(6). There was no impact to patient management reported.